Event description:
It was reported that during an unk procedure, the device would not fire. The clip was jammed inside the jaw. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged anti-backup, misassembled hoop spring. Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument the hoop spring was found deformed. A potential cause of the condition found is misassembling of the hoop spring during manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.